Event description:
It was reported there is a hair in the package.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photo shows the hair inside the unopened package. As a result, bd was able to verify the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. Production batch history records for applicator pn 274407 lot number 9194262 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported issue. Records reviewed indicate that the lot passed all the in-process inspections. An awareness session was conducted with production associates in regards this complaint. A head band was added to gowning requirements for manufacturing areas to prevent hair falling outside the head cover and hairnet. No further actions required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.(B)(4).

Event description:
Material no.: 274407, batch no.: 9194262. It was reported there is a hair in the package. Per email:please see attached a complaint for chloraprep (a hair in the package).could you kindly provide us with pqc reference number?